Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, the 23 mm sapien valve moved aortic and was implanted in a 90:10 aortic position. Prior to deployment, the sapien valve had been positioned 50:50 across the native aortic annulus. A post deployment echo revealed wide open central aortic insufficiency (cai). A second 23 mm sapien valve was implanted in a 60:40 aortic position within the first, which resolved the cai. The patient was noted to be in stable condition following the procedure. The native aortic annular diameter was 22-23 mm by tee and 21 mm x 23 mm (area 404) by CT. The native aortic valve was moderately calcified. The aortic root was not calcified. There was no mitral annular calcification (mac). The patient¿s ejection fraction (ef) was not known. The patient¿s access vessels were moderately tortuous. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was not held and there was no loss of pacing capture. Per the implanting physician, they had a rough time crossing the native aortic valve and once across, the sapien valve seemed to move quite a bit, which led to the 90:10 aortic implantation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, regurgitation and device malposition requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment although it cannot be confirmed, the patient¿s moderately calcified native valve and leaflets and noted movement during valve positioning may have caused or contributed to the aortic movement of the valve upon deployment and subsequent 90:10 aortic placement. The cai was likely caused by the aortic malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.